Event description:
It was reported that there was a revision of a liner, during surgery the liner disassociated from the bipolar. The entire bipolar pulled out of cup. The surgeon decided to revise to mdm liner.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding dissociation of the subcomponents of a trident constrained liner was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was unremarkable, some damages consistent with in-vivo use and explantation were noted. Inspection of the device provided no insight into the root cause of the reported dissociation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported dissociation determined due to the minimal information received.

Event description:
It was reported that there was a revision of a liner, during surgery the liner disassociated from the bipolar. The entire bipolar pulled out of cup. The surgeon decided to revise to mdm liner.